Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device check. Upon interrogation, the right atrial lead was oversensing myopotential which was reproducible. The lead had a high impedance noted for a single measurement, which was not reproducible. The lead was capped and replaced on (B)(6) 2019. The asymptomatic patient was stable after the procedure.